Event description:
It was reported that the lead exhibited less than 100 ohms impedance on (B)(6), 2010. Impedance had otherwise remained consistent at 400 ohms. Lead noise was also noted on electrograms, and inappropriate automatic mode switch episodes occurred on (B)(6), 2010 and (B)(6) to (B)(6), 2010.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.